Event description:
It was reported to boston scientific corporation that a coredx biopsy forceps was used in the bronchus during an endobronchial ultrasound guided transbronchial needle aspiration procedure performed on (B)(6) 2021. During the procedure, the jaws failed to open on the second biopsy. There were no more biopsy forceps available; therefore, the procedure was aborted. The patient was rescheduled for another procedure. There were no patient complications reported as a result of this event. Additional information received on october 28, 2021. The sample taken at the first biopsy was enough and taken out for pathology. Additional procedure is not required.

Manufacturer narrative:
Block h2: additional information: b5. Block h6: medical device problem code a27 is being used to capture the reportable event of aborted/cancelled procedure. Block h10: the returned coredx forceps was analyzed, and a visual evaluation noted that the working length was free of obvious kinks. A functional inspection was performed and resistance was noted when the handle was actuated. While actuating the handle, the core wire got detached. Microscope inspection was performed and found waste from procedure which may have avoided the correct opening of the jaws. The reported event was confirmed. Based on all available information, it is most likely that after performing the first biopsy, a great amount of wastes from procedure could have entered within the jaws which may have avoided the correct opening and the resistance felt during functional inspection. Therefore, the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a coredx biopsy forceps was used in the bronchus during an endobronchial ultrasound guided transbronchial needle aspiration procedure performed on (B)(6) 2021. During the procedure, the jaws failed to open on the second biopsy. There were no more biopsy forceps available; therefore, the procedure was aborted. The patient was rescheduled for another procedure. There were no patient complications reported as a result of this event.